Event description:
When I went to pull on the [invalid] of the tampon for removal, the tampon ripped apart into 2 pieces causing one half of the tampon to get stuck in my body. FDA safety report ID # (B)(4).